Event description:
It was reported that a patient presented with their implantable cardioverter defibrillator (ICD) in backup mode with no defibrillation therapy active. Programming changes were performed to resolve the issue. The patient condition was stable before, during, and after.